Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a ventilator was observed to have no power. The device's a/c power connector needs to be replaced to repair the no power issue. The device was returned unrepaired per customer request.